Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device, and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the report of the service department of (B)(4), omsc surmised there was the possibility this phenomenon was attributed to the combination causes for subject device such as the effecting chemical agents used in reprocessing (e.g. Wrong dilution ratio/ immersion beyond the specified time), a stress applied from outside (e.g. The interference with the mouthpiece), and an inappropriate storage environment. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that a part of the coating of the subject device insertion tube was peeled off, and there was missing part of the glue of the subject device bending rubber during the incoming inspection for the repair at the service department of olympus (B)(6). There was no report of patient injury associated with this event.